Event description:
Rn was attempting to care for intubated patient, and when she pulled the patients blanket back, she noticed a large puddle of urine under the patient. There was no obvious hole or visual failure with the foley, and it seemed to just not be connecting properly, leading to the puddle. This rn was not sure how long the foley had been a problem with this specific patient, but this at least the fifth time in the last two weeks our ICU has had a problem with this specific type of foley catheter. This failure could lead to potential skin breakdown for an intubated patient, which could lead to infection control issues. All five of the failures were with five different patients.